Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a sustained rise in blood glucose overnight, with a peak value of 345 mg/dl. The user received sensor error and insulin low alerts and subsequently performed a full supply change of the cartridge, connector, and infusion set. Following the supply replacement, insulin delivery resumed and glucose values returned to the target range. Reported symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after restoration of insulin flow and return of glucose to near-normal values. The investigation included customer troubleshooting, review of device-generated alerts, assessment of glucose trends, and a follow-up call. Investigation of this case revealed that the device signaled low insulin delivery while dosing commands were being issued, suggesting interrupted insulin flow likely related to the infusion system. Glucose levels promptly improved after replacement of the cartridge, connector, and infusion set. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.